Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the right limb stent extension separation and type iiia endoleak event was confirmed. This is consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the lack of medical records and/or imaging available for review. Additionally, the clinical evaluation also shows anatomy of cautionary product use which was observed on the CT study 2 months post initial implant and it is unclear if this is a contributing factor. The final patient status was reported being stable post the secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: g1,2: contact office- name has been - updated. G4: date received by manufacturer - updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft and limb stent graft to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure, patient was identified with implant separation of the limb extension from the bifurcated stent graft. The physician elected to reline with another bifurcated stent graft, (2) limb stent grafts, a suprarenal stent and an extender. Reportedly, the patient is doing great.